Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally, the investigation confirmed a burn plastic distal end cover which most likely occurred due to a high-energy treatment tool (high frequency, etc.) That was used without ensuring a sufficient distance from the tip. However, the definitive root cause for both events could not be determined. The event can be detected/prevented by following the instructions for use in: the detection method in gif-xz1200 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) and gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 4 operation: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects within nozzle and a burnt plastic distal end cover. There was no patient involvement.